Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips received a report from a customer related to patient who was scanned for a head examination on an achieva 1.5t mr system. Based on the mr images it was concluded that the patient had a cholesteatoma in the left ear and was operated for this. But during the operation no cholesteatoma was found.

Manufacturer narrative:
The information in the customer feedback and additional provided information was investigated and reviewed by both technical and clinical experts. No issues related to tse-diffusion were found. There is no indication of a malfunction of the MRI system that contributed to the misdiagnosis. The misdiagnosis is caused by misinterpretation of the images.